Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed . The instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture instruments had a broken cable. The instrument cable was broken which caused a 10-min delay. A backup same kind of instrument was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. During the procedure, surgeon was suturing the cuff shut w/ vloc suture when cable broke .there were no collisions or struggling with technique. No issues were reported with usage regarding opening/closing/yaw/pitch. Site stated that they went to pick up suture and roll a stitch in and it sort of froze and broke cables out. Nothing fell into patient.